Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 dispoz-a-bag. The product was used for patient diagostic or treatment. The product was not influenced by the reported event. DHR review is not required as the reported event is unconfirmed. Labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the bag was wrinkled and the urination valve was attached at an angle. Per follow-up information received from ibc on 18jan2023, stated that no urine was able to be drained. Per follow-up information received from ibc on 24jan2023, stated that the complaint was about the bag being wrinkled and the urinary drainage cock being at an angle, with no mention of urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bag was wrinkled, and the urination valve was attached at an angle. Per follow-up information received from ibc on 18-jan-2023, stated that no urine was able to be drained. Per follow-up information received from ibc on 24-jan-2023, stated that the complaint was about the bag being wrinkled and the urinary drainage cock being at an angle, with no mention of urine flow.